Manufacturer narrative:
Continuation of d10: product ID ID-1, (lot: unknown); product type: implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil could not be detached. Three detachment attempts had been made with the instant detacher (ID). A second ID was not used. One manual detachment attempt was also unsuccessful. The coil was replaced, and the patient was successfully treated. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an arteriovenous fistula embolization. The lesion was not located in the functional/eloquent area. The patient's blood flow was normal, and their vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was unknown if any issue were encountered prior to coil non-detachment. There was no pushwire damage observed after removal from the patient. The cause of the non-detachment was not determined.